Manufacturer narrative:
The device history record (DHR) of the 3.0mm locking cancellous screws and the plate (B)(4) were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. With assistance of a magnifying camera, we have detected signs of wear only at the first two thread flanks, which is not sufficient for an entire locking. Low radial force, as in this case, is sufficient to cause a loosening of the screw. We recommend for entire locking at least 1/2 to 3/4 turns with the screwdriver, measured from the first contact of the thread flanks of the head to the plate hole.

Event description:
It was reported that 2 locking cancellous screws d=3.0mm got loose in the most distal hole row of a prolock radius plate. This is report is 1 of 3.